Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) patient event log. On (B)(6) 2010, the drain volume was 799ml during cycle 12. Product surveillance spoke with the patient's mother who stated she had not noted any large drain volumes and her son was doing well. The patient's mother confirmed her son did not show signs of any discomfort. The mom stated since the machine has been swapped there has been no alarms or any other issues with therapy. The mom stated her son was just seen by the doctor for a checkup and everything was going well.

Manufacturer narrative:
(B)(4). The homechoice (hc) was evaluated by the product analysis lab (pal). The hc passed functional and electrical performance specification requirements, per returned instrument test/evaluation (rite) testing. No failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal (iipv) found in the device log. The assignable cause of the iipv was determined to be an insufficient drain- one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold & false empty detect and use error, inappropriately set initial drain time, night drain time too low (1 min). Review of the service history shows the hc passed all required tests and calibrations prior to its release from baxter. No issues were identified that may have contributed to the iipv. The previous return of the hc was not for any issues related to the iipv. A labeling review was performed and found the labeling sufficient. The homechoice apd systems at home guide and trainer's guide outline methods to avoid the occurrence of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).